Event description:
It was reported that during an unknown procedure, while the surgeon was dissecting vessels with the device the pad part of the jaw was broken. The tissue was remained at the shear even though it was melted a lot. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/08/2009. Information anticipated, but unavailable at this time.